Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. At the end of the procedure, the physician wanted to pull out the catheter and found that the wire could no longer be pulled into the device. The whole catheter was removed, no tissue was observed on the catheter or wire. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received at boston scientific for analysis. Visual inspection of the device noted that the guidewire was still inserted, an attempt to withdraw the guidewire was made but it was unsuccessful due to the bad condition of the guidewire. This issue may be related with some other factors such as: handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity. The "unintended use error caused or contributed to event" cause code was selected for the finding of the guidewire in poor condition that contributed to the "guidewire stuck" since this kind of issue occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. At the end of the procedure, the physician wanted to pull out the catheter and found that the wire could no longer be pulled into the device. The whole catheter was removed, no tissue was observed on the catheter or wire. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.